Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that only the acetabulum was revised and that the exeter stem was left in situ.